Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 560 mg/dl. Customer declined to check the pump settings. Troubleshooting found that drive support cap and time and date programming were normal. Customer declined high blood glucose troubleshooting due to air bubbles in the tubing which were previously resolved. No further details given.